Event description:
Caller alleged imprecision with inratio results as follows: 06/09/06 first test inr = 63 second test inr = 5.8 caller alleged discrepant results compared with the lab. Results as follows: date: 06/08/2006, inratio: 6.3, 5.8; lab 4.8, 4.8.

Manufacturer narrative:
Inratio precision data provided by end-user lot 60056: 06/08/2006 first test inr = 6.3 second test inr = 5.8 mean = 6.05; sd = 0.35; %cv = 5.8% the %cv is less than or equal to 20%. Per internal procedure, tr 0150, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time compalint was filed: date 06/08/06 - inratio 6.3. Lab 4.8, mean: 5.55, confidence limits: cannot be determined. Inratio 538, lab 4.8, mean 5.3, confidence limits; cannot be determined. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits cannot be determined. Products will be investigated.